Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is unknown if the device is returning for analysis. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure, the 4.5x8 mm nc trek balloon dilatation catheter (bdc) could not be totally deflated. The procedure had to be stopped to remove the bdc with the guiding catheter and the radial introducer. There were no reported adverse patient effects. There was no reported clinically significant delay. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). Corrections: device return status. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported deflation issue. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report the following information was provided: the procedure was in the right coronary artery and the nc trek was being used for post-dilatation. The device was prepped outside the anatomy and the contrast mix was 50%. It is unknown how many times and to what atmosphere the bdc was inflated. It is also unknown how long negative pressure was pulled as the procedure was so long ago that the information cannot be accessed. The device was only partially deflated. The balloon was removed with the introducer. There were no adverse patient effects. No additional information was provided.